Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s hcp reported that pump used to suspend around sensor glucose value of 120mg/dl but did not do that anymore and customer was not being alerted for low, even when sensor glucose value was 90mg/dl. Customer had a low and lost consciousness on (B)(6) 2025 at 21:30 with a blood glucose value of 124mg/dl. Ten minutes later, the customer returned to consciousness after taking nasal glucagon and glucose tablets. Ambulance took the customer to the emergency room after taking carpis. Intravenous therapy was given at the hospital. Caller did not say insulin drip was given. There was no mention of hospitalization over 24 hours. It was said that the hospital reduced the customer¿s basal rate and that the customer had stopped taking a temporary suspend around that time. Troubleshooting was not done. Pump was used within 48 hours of the low. Pump was in manual mode. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and customer had been temporarily suspended the pump when it reached around 120. Customer said that there were no alerts even when sensor glucose was 90 mg/dl. Customer was transported to the emergency room due to impaired consciousness. The customer reported blood glucose value of 52 mg/dl. The customer reported hypoglycemia and unconsciousness was treated with emergency room, hospitalization, glucose and intravenous insulin drip. The event involved product(s) mmt-1886. Troubleshooting was not performed. It was unknown whether the customer had been used the insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.